Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms, noise and oversensing. The noise was felt to be consistent with oversensing of the minute ventilation (mv) feature. The mv feature was programmed off to resolve the noise and oversensing. No additional adverse patient effects were reported. This product remains implanted and in service.